Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (sepsis and respiratory failure) and a direct correlation to heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), could not be conclusively established through this evaluation. Per the vad coordinator, heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), will not be returned for evaluation. The hmii lvas instructions for use (IFU) lists sepsis and respiratory failure as adverse events that may be associated with the use of the hmii lvas. Care instructions in regards to preventing infection are outlined in various sections of this document. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists sepsis, respiratory failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. The hmii lvas patient handbook is also currently available. Care instructions in regards to preventing infection are also outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to respiratory failure secondary to sepsis. It was reported the device operated as intended. The device will not be returned for evaluation.